Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during an anastomosis procedure, performed on (B)(6) 2013. According to the complainant, after applying the clip, the clip assembly failed to separate from the delivery catheter. At this point, the clip was pulled off the tissue and removed with the delivery catheter. The clip did not remain on the tissue nor did it fall into the patient. The procedure was then completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. (B)(4) for the reported issue of clip won't detach from catheter the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Investigation results: visual examination noted that the clip assembly was fully deployed and returned inside the package. The control wire was separated per design. There was a kink in the control wire and coil. The over sheath was accordianed near the sheath grip. Functional analysis could not be performed as the clip was separated from the catheter. Investigation found the clip assembly was fully deployed and returned separated from the catheter. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during an anastomosis procedure, performed on (B)(6) 2013. According to the complainant, after applying the clip, the clip assembly failed to separate from the delivery catheter. At this point, the clip was pulled off the tissue and removed with the delivery catheter. The clip did not remain on the tissue nor did it fall into the patient. The procedure was then completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.